Manufacturer narrative:
Covidien/medtronic reference# (B)(4). One sample was received for analysis and an inflation/deflation test was performed to the cuff and it was observed the cuff deflated immediately, a visual inspection was conducted and it was noticed the cuff presents a cut. Information has been added to the database for trending purposes and complaint trends are reviewed monthly to determine if additional action is required.

Manufacturer narrative:
(B)(4).

Event description:
During pretest the cuff did not inflate. There was no patient involved.